Event description:
The device was returned to the service center with a customer contact report of smoke. This does not indicate a reportable event. However, during verification testing at the service center, it was found that the power supply was burned with evidence of flames. The probable cause was due to the power supply.